Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a revision surgery was performed in which the doctor decided to replace the adapter (extension) , the patient currently reports having no discomfort. Additional information was received. It was reported that after the system revision(extension was replaced with a new one and boots were used) the patient reported no shocking sensation while the stim is on. The "bump" behind the back was also solved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 09100-60 lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead, product ID 09100-60, lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead, product ID 37082-60, lot# serial# (B)(6), implanted: (B)(6) 2025, product type extension, product ID 37082-60, lot# serial# (B)(6), implanted: (B)(6) 2025, product type extension g9- the manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is (B)(4). H6 codes belong to the leads and extension. The initial aware date has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient felt some stimulation at the connection point, not always, which increase as the stimulation increases. When the stimulation was on, the patient continued to report shocks in the thoracic area where the extensions were connected. The patient experienced swelling at the cervical level corresponding to the lead loops, as well as clonus/spasms when the stimulation was active. The doctor performed an injection of corticosteroid, local anesthetic, and low molecular weight hyaluronic acid. Under ultrasound guidance, a hydro dissection was performed to avoid getting close to the passing cable. An x-ray will be done to evaluate if the lead has migrated. The ins will be turned off.

Manufacturer narrative:
Continuation of d10: product ID 09100-60. Serial# (B)(6). Implanted: (B)(6) 2025: product type lead product ID 09100-60. Serial# (B)(6). Implanted: (B)(6) 2025: product type lead product ID 37082-60. Serial# (B)(6). Implanted: (B)(6) 2025: product type extension product ID 37082-60. Serial# (B)(6). Implanted: (B)(6) 2025: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the clonus spasms and pain at the region of the lead loops was resolved with the extension replacement. The ¿bump¿ behind the back referred to swelling at the cervical level. The new extension was the same length, and the lead loops also remained with the same configuration. It is likely that the swelling was not attributable to the stimulation. The extension was discarded.

Manufacturer narrative:
Continuation of d10: product ID 09100-60 serial# unknown product type lead product ID 09100-60 serial# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 09100-60, serial/lot #: unknown. Product ID: 09100-60, serial/lot #: unknown. G2: italy h6 codes belong to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for headaches. It was reported that the ins was implanted in the supragluteal area. When the stimulation was active, the patient experienced intense discomfort localized at the connection points. Since the implant, the rep has made numerous reprogramming attempts, modifying waveforms and parameters (frequency and pulse width) while exploring the entire available range. However, the issue persisted consistently and always manifests in two specific areas: 1. Cervical region: at the level of the two subcutaneous loops of the ankerstim lead, created to prevent system traction. The patient reports very intense pain in this area. 2. Thoracic region: at the connection point between the leads and the adapter. In this area, the patient describes an electrical-type pain, with a sensation of "shocks" radiating laterally. During charging, the patient does not experience any abnormal sensations; all connections appear correct, and impedance levels have always been within the normal range. While hypothesizing the possible presence of fluid at the adapter level causing a short circuit, it remains unclear how to justify the appearance of electrical sensations also in the cervical area, where only anti-tension loops are present and not connections. The doctor was looking for an explanation. In the meantime, the rep has advised the patient to reduce the stimulation intensity or turn off the ins in case of bothersome sensations.

Event description:
Additional information was received from the technical services agent. It was reported that the appointment with the hcp had not been fixed yet. With the manufacturer representative (rep), they were actively gathering more information from ons programming experts to get feedback, programming hints and possible programming strategies to apply at the moment and they will meet with the patient, in order to help the patient. A meeting with a matter expert has been scheduled in the coming weeks. As soon as they will know more, they will fix a meeting with the hcp, together with the patient, with the aim to attempt to solve the problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.